Event description:
It was reported that, "aseptic loosening of the femoral stem."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. The patient decided to keep the device. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.